Event description:
Clinic notes were received for patient referral because the patient¿s m102 showed high impedance. They believe the high impedance is due to the fact that they used a new tablet on the device. No x-rays were taken. The battery replacement itself is prophylactic. The patient underwent a prophylactic replacement of the 102 generator to a 1000 generator. Impedance after replacement was within normal limits. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.2.1 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was interrogated with software other than m3000 v1.5 and provided a true impedance value. No other relevant information has been received to date.